Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that helix was damaged and could not be extended. The lead was replaced with new lead. Patient condition was stable pre, during and post procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and helix damage. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of helix damage was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.